Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, post-implant pulmonary embolism and significant clot burden near his ivc filter resulting in lower extremity edema. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, post-implant pulmonary embolism and significant clot burden near his ivc filter resulting in lower extremity edema. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events six years and seven months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc, post implant pe. The patient also reports shortness of breath, lower extremity edema, dvt in the left leg and thrombus in the ivc. The following additional information received per the medical records state that the patient has a history of dvt in the right lower extremity involving the popliteal vein. During the implant procedure, the left common femoral vein was accessed via an 18 gauge angio needle. A 0.035 inch glidewire was passed into the ivc. An introducer sheath was inserted and the filter was deployed at the l2 level below the renal veins.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused post-implant pulmonary embolism and significant clot burden near the filter resulting in lower extremity edema. The patient reportedly experienced blood clots, clotting and/or occlusion of the inferior vena cava, a post implant pulmonary embolism, shortness of breath, lower extremity edema, deep vein thrombosis (dvt) of the left leg and thrombus in the ivc. The patient also reported that they must now live with constant worry and anxiety about their state of health related to the filter. The indication for the filter implant was right popliteal deep vein thrombosis with a significant pulmonary saddle embolus while on anticoagulant therapy. The filter was placed via the left common femoral vein deployed at the l2 level, below the level of the renal veins. The patient reportedly tolerated the procedure well without complications. Approximately six years and seven months later the patient presented to the hospital for shortness of breath, a scan of the chest revealed a wedge-shaped defect consistent with pulmonary embolus. It was also noted that there was significant clot burden located at the ivc placement level, causing lower extremity edema. Approximately nine years and seven months post implant the patient was hospitalized for extensive dvt of the left leg and thrombus in the ivc. There is currently no additional information available for review.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Anxiety, shortness of breath and leg edema do not represent a device malfunction and may be related to underlying patient specific issues, notably a history of pe and dvt. There is nothing in the information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.